Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and does not turn on. The receiver case was opened for internal inspection and passed. A functional test was performed and the battery was replaced with a known good battery, the receiver turns on and charges. The log was downloaded and shows patient was in a session at the time of issue and did not recover. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective battery.